Event description:
The patient had the pain pump implanted on (B)(6) 2015. The discharging nurse at the hospital told the patient to take oral medications until the patient was seen by the physician, so the patient was taking pain pills and it drug from the pump and the clinic pa (physician assistant) was upset the patient was still taking oral meds. Per the patient they had not taken any pain meds since monday. The patient had the staples removed on tuesday (B)(6) 2015 and the dose was increased to ¿0.0587mg dose something like that" per the patient. The patient was concerned that something happened to the catheter questioning if the catheter pulled out. The patient had diarrhea that came on suddenly on (B)(6) 2015 when the patient woke up after experiencing sudden onset of leg cramps while still in bed. The patient stated that this had occurred in the past, antsy legs, leg cramps when they went off oral medications so the patient thought they were going through withdrawal. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information later received reported the patient received assistance from their healthcare provider and their concerns were resolved.